Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was device fired on? Were scissored clips removed from tissue? Did scissored clips cut tissue? If so, was there any bleeding or leakage from structure? Any change to procedure or post-op patient care?

Event description:
It was reported that during a laparoscopic cholecystectomy, scissoring occurred at the 3rd firing. The same event occurred several times in a row. The clip was fed into the jaws properly. There was neither unexpected resistance nor unexpected noise while grasping the trigger. There was no torquing or twisting of the device present. The device did not clamp something hard such an existing clip. Another device was used to complete the case. There were no adverse consequences to the patient.